Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Final analysis found medical adhesive on the ring electrode and the coil was not welded to the helix shaft. These combined issues could cause loss of capture and intermittent sensing, as well cause the inability to retract the helix.

Event description:
This report is to advise of an event observed during analysis.